Event description:
It was reported that data was missing from the printed report compared to what was represented in the t:connect data management system report. There was no impact to the patient.

Manufacturer narrative:
If new information becomes available, a follow up report will be submitted.